Manufacturer narrative:
"Aortic tissues were unusually poor through the area of the noncoronary sinus and resulted in tearing in the aortic area during implantation of the subject valve." Device not returned. Additional manufacturer narrative: unfortunately, the subject device was not returned to edwards, therefore, the subject device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the operative report, "the aortic tissues were unusually poor through the area of the noncoronary sinus and resulted in tearing in the aortic area during implantation of the subject valve." There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Per the operative report findings, the aortic tissues were unusually poor through the area of the noncoronary sinus and resulted in tearing in the aortic area during implantation of the subject valve. This was repaired with bovine pericardial patch, aortoplasty, which was sewn to the annular ring of the valvular prosthesis and then extended onto the aortic wall, both inferiorly and superiorly. Upon weaning from bypass, the anastomosis became hemostatic after additional stitches, but the left heart was poorly functioning. After suspected disruption of the blood flow, therefore, decided to re-crossclamp the heart and perform a full root technique with re-implantation of the coronaries using a non-edwards bioprosthesis. Upon examination of the implanted valve, the left main was visible, but it was not clear whether the left main was adequately perfused and, therefore, aortic root was felt to be best option. After weaning from bypass after a full root replacement was performed, the patient's heart performed normally and was easily weaned from cardiopulmonary bypass.